Event description:
Covidien rec'd info stating that during patient use, the 'alarm silence/ reset' light emitting diode (led) on the ventilator was found to be intermittently blinking. The patient was transferred to the back up ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer for failure analysis. The reported issue was confirmed and isolated to the switch panel. The switch panel was replaced. (B)(4).